Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter alleges the pump had 67 units of insulin in the cartridge but the pump stated that it had 0 units of insulin left in the cartridge. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because an inaccurate remaining insulin reading could cause the cartridge to empty without proper alarms, resulting in under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2019 with the following findings: during investigation, the original complaint was unable to duplicate or confirm the incorrect insulin remaining in the black box or pump history. The pump passed all required testing for remaining insulin with no defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.